Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lv threshold at interrogation had no capture. Programming changes were made. Chest x-ray and ECG were performed and according to the physician, the lead is well placed, no lead revision needed. The patient condition is stable.